Event description:
It was reported that the balloon was perforated when the guidewire was inserted. A sterling balloon catheter was selected for the index procedure. When inserting and advancing the guidewire, however, it was noticed that the device was perforated. The procedure was completed with a different sterling balloon. There were no patient complications as a result of this event, but the episode of care was extended.